Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and chest pain. The nurse reported a blood glucose reading of 700 mg/dl. The nurse also stated that the insulin pump screen is frozen and there is damage on the casing. The customer was no longer using the insulin pump and was unavailable for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.